Event description:
Sorin group received a report that the display of the 3t heater-cooler shut off during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the 3t heater-cooler shut off during set up. There was no pt involvement. The investigation ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
A sorin service representative was unable to reproduce the reported issue when testing the unit. No problems were found. No other reports of re-occurrence have been received. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.